Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, a facility notification regarding the pmcf study was received via email. The facility representative reported that a patient with an aos tibial nail system suffered thrombophlebitis and fracture with bone loss. The physician reported that the adverse event was probably not related to the nail system. The adverse event did not require any additional treatment. The physician did not disclose the surgery date.